Manufacturer narrative:
According to the evaluation there were no negative consequences for the patient. The instrument arrived without any outwardly damages but with heavy soiled jaw. There was a visible inspection of the jaw. Except for the soiling there were no abnormities found. The mechanical function was checked and it worked well. Except for the blade, there was sticking due to the dried blood. There was an error message during the testing and the activation closed and empty jaw means that there is a contact between the lower and the upper jaw, this is not correct. There was a microscopic inspection of the jaw. The right tongue of the dissection clip was torn off. The manufacturing documents have been checked and found to be according to specification valid during the time of production. The root cause for the problem is most probably user related. A CAPA is not necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. During an laparoscopic assisted vaginal hysterectomy procedure the device was going through its seal cycle without alarm and simply not sealing , causing bleeding after the cut was made. A second device (caiman) was used in its place and that second device sealed fine without bleeding. Patient harm: was unanticipated blood loss of approximately 10 ml due to 1st device not sealing and time delay to get the 2nd device on the surgical field. Surgical delay of 10 minutes reported to retrieve new device.